Event description:
The report received from the clinical study indicated a pt underwent a target lesion revascularization seven mos after receiving three cypher stents in the proximal circumflex coronary artery. The main indication for the procedure was unstable angina pectoris. The target lesion was described as 3.0mm in diameter, restenotic after a prokinetic stent implant, eccentric, and irregular with moderate tortuosity, angulation equal to or greater than 45 degrees but less than 90 degrees, a type c classification and totally occluded. The vessel was predilated with an unk 3.0 x 20mm balloon, pressure unk. Three cypher stents were implanted overlapping one another. A 2.5 x 13mm cypher was implanted at 14atms, post dilation was not conducted, a 3.0x 18mm cypher was implanted at 14 atms and post dilated at 16 atms and finally a 3.0 x 13mm cypher was implanted at 18 atms and post dilated at 28 atms. No procedural complications were reported and the pt was discharged the following day. The pt was asymptomatic at the one-month follow-up; however, the pt had recurrent angina at the six-month follow up and coronary angiogram revealed a restenosis of all three cyphers in the circumflex with total occlusion. The restenosis was treated by stenting with new drug eluting stents.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of three products involved in the same pt reported under mfg numbers 9616099-2008-00998, 9616099-2008-00999, and 9616099-2008-01000. Additional info will be submitted within thirty days upon receipt.